Manufacturer narrative:
Additional suspect medical device components involved in the event:product family: scs-linear leads.upn: m365sc2317700.model: sc-2317-70.serial: (B)(6).lot: 7082737.product family: scs-linear leads.upn: m365sc2317700.model: sc-2317-70.serial: (B)(6).lot: 7082902.

Event description:
It was reported that the clinical study patient experienced increased sensitivity at the spinal cord stimulator implantable pulse generator (ipg) site and rib cage with mild erythema. The patient was administered oxycodone, acetaminophen, and antibiotics. The patient had developed an infection at the ipg and lead sites and was administered topical antibiotics and referred to wound care. A second wound care visit resulted in removal of a stitch and debridement with a curette. The patient was healing well, and the event has resolved. All devices remain implanted in the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7082737 . Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7082902.

Event description:
It was reported that the clinical study patient experienced increased sensitivity at the spinal cord stimulator implantable pulse generator (ipg) site and rib cage with mild erythema. The patient was administered oxycodone, acetaminophen, and antibiotics. The patient had developed an infection at the ipg and lead sites and was administered topical antibiotics and referred to wound care. A second wound care visit resulted in removal of a stitch and debridement with a curette. The patient was healing well, and the event has resolved. All devices remain implanted in the patient. Additional information was received that surgical dehiscence was noted. The topical antibiotics were administered for staphylococcus aureus.